Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is only receiving right side stimulation. Diagnostics revealed invalid impedance values for the scs lead. It was also reported the patient experienced a fall a few months ago. However, at the time there was no change in stimulation. The patient is consulting with the physician regarding surgical intervention.